Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When they measured 20 ml normal saline, the scale was confirmed to be 19.5 ml. When transferred to a 30-ml syringe for comparison of accuracy, it was identified as 20 ml. I will also send you the 30ml syringe used for comparison as a sample.

Manufacturer narrative:
(B)(4) follow up it was reported the dosing was different between syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a syringe in its packaging blister, one photo shows a syringe out of the packaging blister, and the third photo shows a syringe with solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 302830, lot 3352822. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received when they measured 20 ml normal saline, the scale was confirmed to be 19.5 ml. When transferred to a 30-ml syringe for comparison of accuracy, it was identified as 20 ml. I will also send you the 30ml syringe used for comparison as a sample.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the dosing was different between syringes. To aid in the investigation, two samples in opened packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The zero line and scale marking are correct. The samples were tested for volumetric accuracy and passed. One photo shows a syringe in its packaging blister, one photo shows a syringe out of the packaging blister, and the third photo shows a syringe with solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 302830, lot 3352811. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. When they measured 20 ml normal saline, the scale was confirmed to be 19.5 ml. When transferred to a 30-ml syringe for comparison of accuracy, it was identified as 20 ml. I will also send you the 30ml syringe used for comparison as a sample.